Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of low glucose in the early morning, with glucose trending down to 60 mg/dl after a nocturnal rise while the ilet delivered corrections; the user treated lows with glucose tablets or a snack and reported no precipitating actions, and the device issued a low alert. Symptoms included weakness and hunger consistent with hypoglycemia, and hyperglycemia was also reported at a separate time with a noted high of 207 mg/dl. Outcomes included an unexpected medication-type intervention in the form of oral glucose administration and classification as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device problem, no device component implicated, and no findings available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.